Manufacturer narrative:
Submitted: 01/25/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the pump would not power on. Vibratory function was present. Examination showed the audio bolus button was torn with the button contact exposed. The keypad was intact. Audio bolus button functionality could not be verified due to the power not powering on. The audio bolus button cover was removed for investigation and did not reveal any contamination. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
The pump was returned for investigation. Investigation revealed the pump would not power on, there was damage to the audio bolus button, and contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.